Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor of hypoglycemia.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that the patient went to the nurse before lunch time around 12:01pm as part of a daily routine. The school nurse took the patient's bg reading and it displayed 47mg/dl. The school nurse then contacted the patient's mother who reported that she saw that the cgm displayed 79mg/dl through her (B)(6) app. The school nurse then gave the patient 3 glucose tabs, 30g of carbs, and took the patient's bg reading again at around 12:30pm and it displayed 96mg/dl. It was also reported that the patient was taking methylphenidate during the event. At the time of contact, patient was doing fine. No additional event information was reported. The patient entered bg meter values into the cgm system during periods of signal loss. The dexcom g5 mobile continuous glucose monitoring system states: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes.

Manufacturer narrative:
(B)(4).